Event description:
It was reported that during a preventive maintenance (pm) of the external pulse generator (epg), the biomedical engineer found the case was cracked and there was physical damage. It was further reported the lcd (liquid crystal display) is bad. The epg was returned for service. There was no patient involvement. The biomedical engineer was unsure when it occurred.

Manufacturer narrative:
Further analysis was performed on the main printed circuit board (pcb). This analysis found that the main pcb caused the battery removal test failure due to a capacitor component failure.

Event description:
It was reported that during a preventive maintenance (pm) of the external pulse generator (epg), the biomedical engineer found the case was cracked and there was physical damage. It was further reported the lcd (liquid crystal display) is bad. The epg was returned for service. There was no patient involvement. The biomedical engineer was unsure when it occurred.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event that the display was not functioning properly. Analysis confirmed that the upper case and lower were cracked and broken. It was also noted that the main printed circuit board was out of specification, the side bail covers and ring cover were broken, the heart block, lead flex cover, battery release were contaminated, the battery contacts were compressed, one side bail was missing, the ring was bent, and the keyboard was scratched. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.